Event description:
It was reported while uploading a cot with a patient onboard from an ambulance on an incline, the operator at the head end let go of the cot too close to the ambulance door. Reportedly, when the operator did so, the cot tipped because the foot end operator could not steady the cot. It was further reported that the cot tipped completely over and the patient hit his head on a curb, and eventually passed away.

Manufacturer narrative:
The customer stated that a lawsuit was pending and that he was not comfortable releasing any information to stryker as this was "strictly crew error."